Event description:
It was reported the patient was hospitalized with confusion, and they were sleepy. Their healthcare provider (hcp) wanted someone to come out to the hospital and check the pump status, and possibly turn the pump off. A refill of the pump was performed on (B)(6) 2013, a week or two prior to the patient entering the hospital. The hcp stated that they did not think it was related to the pump, but the hospital staff wanted to rule that out. The medication infused was dilaudid. It was later reported that there was no alleged product issue. It was noted that the patient was hospitalized for altered mental status with an unknown cause. The doctor desired the intrathecal dose to be lowered to 0.5 mg/day. The pump was reprogrammed.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n182667008, implanted: (B)(6) 2009, product type catheter. (B)(4).